Manufacturer narrative:
Eval summary: the returned items were assembled with a sample nail holding screw: it was possible to twist the nail in clockwise direction to the point where the tooth of the nail adapter contacted the tooth of the nail connection. In this mode the nail holes are no longer in comparison with the targeting arm's guiding holes and a sample drill hit the same damaged areas of the lower and middle proximal nail holes. After that, the returned targeting arm was tested with a sample nail and sample instruments. All nail holes could be passed inside specs. Review of device history record - a review of the inspection records for the humerus nail revealed no discrepancies. Eval revealed the humerus nail to be the primary product. Deviations in the mfg documents were not found. The reported issue could be reproduced. No mfg faults found. Eval revealed that the broken and deformed nail connection is linked to too high torsion moment during assembling (user related).

Event description:
The nurse reports via our sales rep, that during insertion of the nail a part of the nail in the connecting area to the target device broke off. She further reports that with the same target device, a nail with different length was implanted.